Manufacturer narrative:
(B)(4). Date sent: 4/21/2025.

Manufacturer narrative:
(B)(4). Date sent 4/9/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent 4/24/2025. D4 batch #u5eh6l. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25a device arrived with no apparent damage with the anvil inside a plastic bag. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke and the vision system mark is present confirming the previous presence of staples. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Additionally, a photo was loaded at product complaint level and it shows tissue, and appear no staples present. However, the photo does not provide enough evidence related to the event reported. The event described could not be confirmed as the device performed without any difficulties. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: if excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number u5eh6l, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/10/2025. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation.

Manufacturer narrative:
(B)(4) date sent 3/24/2025 d4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a subtotal gastrectomy procedure there was an incident with a circular stapler from johnson & johnson. After everything was prepared for an anastomosis and the instrument was set to fire, it only cut, but did not set a staple line. The surgeon was then able to end the operation with another instrument. There was a delay of about an hour, but the patient is fine. The surgeon is very experienced, as is the surgical team.